Event description:
It was reported by the patient that lead noise was observed. Follow up confirmed that there is light lead noise on the ventricular lead, which causes some short mode switches with the patient's device; however, the noise is not inhibiting the pacer performance. The patient has been scheduled for a lead extraction and replacement in the coming months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.